Event description:
It was reported that "after the groshong catheter was implanted, a pinhole was found on the catheter, and saline solution leaked. There was no reported patient injury."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that "after the groshong catheter was implanted, a pinhole was found on the catheter, and saline solution leaked. There was no reported patient injury."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the groshong catheter was confirmed. The product returned for evaluation was one 4 fr groshong nxt clearvue catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed at the intersection of the catheter to the distal connector piece just proximal of the 53 cm depth marker. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. The short time frame between the insertion date and the date of discovery suggests this damage likely occurred during insertion. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.